Event description:
It has been reported to philips that, system would not boot-up. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found that the convertors failed and shorted out causing safety resistor to blow. Replaced the part and device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that observed a pop sound, and the system shut down. As a part of troubleshooting fse found lateral generator made a loud sound and tripped the room breaker and internal generator breakers. There were 2 converters and 3 safety resistors needed for the replacement. It was also found that the converters failed and shorted out, causing the safety resistor to blow. The parts were ordered and installed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.